Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The medical surveillance specialist (mss) spoke to the pt six days later, and was able to obtain/verify info. The pt tests her blood glucose 4 times a day. She tests before meals and at bedtime. The pt takes sliding-scale novolog insulin before each meal based on her meter readings. She also takes a set dose of novolin-n insulin at bedtime. The pt indicated that the alleged meter issue started four days prior to original date. When the meter would power off during use, she just kept retesting until she was able to get a blood glucose reading; however, after the power issue started, the pt explained that she was not sure if she was getting accurate meter readings any more. The pt claimed that she "bottomed out" twice after the power issue began. In each case, the pt reportedly developed symptoms of lightheadedness, sweating, and nausea. The pt mentioned that she might have taken too much insulin based on inaccurate high meter readings. It is not known what actions the pt took in response to developing the symptoms. The pt stated that while she felt low, she tested herself with the reported meter and got results of "49 and 69 mg/dl." The pt was unable to recall what meter readings she obtained prior to the events or how much insulin she took. The alleged power issue was not resolved with troubleshooting. The pt admitted that she has not replaced the device's battery according to the owner's manual. She did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after taking insulin based on inaccurate high meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.